Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us. See MFR: 3012307300-2018-00099, 3012307300-2018-00151, 3012307300-2018-00153, 3012307300-2018-00154, 3012307300-2018-00155, and 3012307300-2018-00156 (same patient).

Event description:
It was reported that it was impossible to separate the cannula of a jelco® i.v. Catheter from the trocar, resulting in the need for repeat punctures. The patient was treated with "hydration". No permanent injury was reported.